Event description:
A report was received that the patient was unable to charge the ipg. The ipg was palpated and found out to be too deep. The patient underwent a pocket revision and was doing well post-operatively.